Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 using nasal swab samples. The first antigen self test generated a positive result. During the first antigen self test the consumer reported that he sneezed and a small amount of blood was noticed on the tip of the nasal swab. Technical services (ts) advised that a small amount of blood should not interfere with the accuracy of the test results. Repeat testing was performed twice on (B)(6) 2021 which generated a negative result for both tests. Ts advised the consumer to obtain a confirmation covid-19 test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
Investigation results: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.